Event description:
This pt reported hearing loud and distored sounds with their cochlear implant, after seven years of successful device use. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery was completed successfully in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.